Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00390.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute t and carotid occlusion using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the first carotid occlusion was treated using a wall stent. The physician then advanced a neuron max 6f 088 long sheath (neuron max) distal to the wall stent and advanced a penumbra system ace 64 reperfusion catheter (ace64), a 3maxc, and a guide wire. While trying to get the ace64 to cross the siphon, the physician experienced resistance and subsequently, the 3maxc became stretched; therefore, it was removed. The physician then opened a new 3maxc and was able to get the ace64 to cross the siphon and up to the clot. However, while retrieving the 3maxc, the physician experienced resistance and subsequently, this 3maxc became stretched as well, resulting in locking of the guidewire. Therefore, the guide wire and 3maxc were removed as a system. The procedure was successfully completed after one pass using the same neuron max, ace64 and a penumbra system aspiration pump max 220v (pump max). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3max was stretched and flattened from approximately 122.0 cm to 152.0 cm. The device measured to be approximately 162.0 cm while the effective length is 153.0 cm indicating significant stretching. Conclusions: evaluation of the first returned 3max revealed slight stretching starting at the catheter¿s distal shaft. Portions of the distal shaft also appeared wavy rather than stretched. The overall length was found to be approximately 2.0 cm longer than the effective length of the device. During functional testing, a mandrel could not be inserted into the hub due to the catheter being occluded by contrast and blood. Evaluation of the second returned 3max revealed a guidewire was stuck inside the lumen of the device. The 3max was ovalized and stretched over a 30 cm long region starting at the device¿s distal shaft. The length of this device was measured to be approximately 10.0 cm longer than the effective length of the device. The guidewire was unable to be retracted from the device so the device was unable to be functionally tested. These damages were likely a result of retracting the device against resistance. The root cause of the initial resistance may have been due to the devices becoming pinned when crossing the siphon. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00390.